Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodged inside the patient. The 80% stenosed lesion was located in the non calcified and mildly tortuous superficial femoral artery (sfa). The express ld 6.0x40mm stent delivery system was advanced in the right femoral artery and over iliac bifurcation to the sfa. It was then noted that the physician had the "wrong stent" for this anatomical location, and the stent delivery system was withdrawn. Upon attempted retrieval, the stent detached from the balloon and dislodged in the left external iliac artery. A sterling balloon was advanced to the dislodged stent and expanded it. The original lesion in the sfa was then successfully treated with another manufacturer's stent and unspecified "sterling balloons." No further patient complications or injuries were reported. The patient status is reported as "ok."

Manufacturer narrative:
The device (delivery system) has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodged inside the patient. The 80% stenosed lesion was located in the non calcified and mildly tortuous superficial femoral artery (sfa). The express ld 6.0x40mm stent delivery system was advanced in the right femoral artery and over the iliac bifurcation to the sfa. It was then noted that the physician had the "wrong stent" for this anatomical location, and the stent delivery system was withdrawn. Upon attempted retrieval, the stent detached from the balloon and dislodged in the left external iliac artery. A sterling balloon was advanced to the dislodged stent and expanded it. The original lesion in the sfa was then successfully treated with another manufacturer's stent and unspecified "sterling balloons." No further patient complications or injuries were reported. The patient status is reported as "ok." It was further reported that the lesion was located in the left sfa. The express ld stent delivery system was advanced through a 6fr sheath. The stent was placed, and the physician decided that "he had asked for the wrong product." The delivery system was then removed and the stent was attempted to be removed undeployed unsuccessfully. The physician viewed under fluoroscopy that the stent was still in the sfa undeployed. A sterling balloon was advanced to the left sfa and inflated inside the stent. The stent was then moved back into the left iliac artery and the balloon was fully inflated. The stent was fully deployed and expanded in the left iliac artery. The balloon was removed. The original lesion in the sfa was then successfully treated with another manufacturer's stent and unspecified "sterling balloons." No further patient complications or injuries were reported. The patient status is reported as "ok."